Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. The customer's blood glucose was 132 mg/dl at the time of incident. Customer stated the alarm was resolved by a complete set change. The customer stated they were able to resolve the alarm by the third reservoir change. The customer declined to return the product for analysis.